Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient had been charging their receiver and it became hot and turned itself off. No additional event or patient information is available.